Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm the issue observed. Did the needle detach/pull off from the suture during the procedure or did the needle break? If other, please provide additional details. The needles pulled off during the suture of the carotid patch. There were no consequences for the patient following this incident, change of thread during the procedure. The following information was requested but unavailable: please confirm the number of procedures affected by this issue. Related events reported via 2210968-2024-00114 .

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle detached when sewing of the carotid patch. Another like device was used. There were no adverse patient consequences. Additional information was requested.